Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Visual inspection and functional testing confirmed the reported issue was due to a dead printed wire assembly (pwa) battery. The pwa was replaced to address this issue. The device then passed all testing.

Event description:
It was reported that the pump had error code 42221 occur during testing, indicating a user interface issue. There was no patient involvement. Evaluation of the returned device confirmed the issue was due to a faulty printed wire assembly.